Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 (air in tubing) alarm, which occurred on the homechoice (hc) during use, during drain 4 of 4. The home patient (hp) disconnected during drain and did not reconnect until the alarm occurred. Proper disconnect procedures were not used. The baxter technical service representative (tsr) explained the alarm and had the hp cycle power to a se 2367 and then again to clear the alarms. The hp would finish with manual supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The home patient (hp) disconnected during drain and did not reconnect until the alarm occurred. Proper disconnect procedures were not used. Per the patient at-home guide, users are instructed to use proper procedures when temporarily disconnecting from peritoneal dialysis therapy. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a follow-up will be submitted.